Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain/ pain") in a 36-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, tonsillectomy, termination of pregnancy and preterm labor. Concurrent conditions included alcohol use, dyspareunia, weight loss, breast pain, sexually transmitted disease, tobacco abuse, fibroids and smoker. Family history included hypertension (father, sibling). Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years 4 months after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and uterine leiomyoma ("symptomatic fibroids"). The patient was treated with analgesics and surgery (hysterectomy with bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, uterine leiomyoma, vaginal haemorrhage and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: confirmed that essure was successfully occluded. Pregnancy test urine - on (B)(6) 2017: negative . Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain/ pain") in a 36-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, tonsillectomy, termination of pregnancy and preterm labor. Concurrent conditions included alcohol use, dyspareunia, weight loss, breast pain, sexually transmitted disease, tobacco abuse, fibroids and smoker. Family history included hypertension (father, sibling). Concomitant products included metronidazole from (B)(6) 2014 to (B)(6) 2017 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2014, 4 years 4 months after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), depression ("depression"), anxiety ("mental anguish"), weight decreased ("weight loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine leiomyoma ("symptomatic fibroids"). The patient was treated with analgesics and surgery (hysterectomy with bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea, uterine leiomyoma, vaginal haemorrhage, bacterial vaginosis, vaginal infection, depression, anxiety, weight decreased and dyspareunia outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2010: confirmed that essure was successfully occluded. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received. Concomitant medications added. Event onset dates and event outcomes added. New events vaginal infection, depression, mental anguish, weight loss and dyspareunia (painful sexual intercourse) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, tonsillectomy, termination of pregnancy and preterm labor. Concurrent conditions included alcohol use, dyspareunia, weight loss, breast pain, sexually transmitted disease, tobacco abuse, fibroids and smoker. Family history included hypertension (father, sibling). Concomitant products included medroxyprogesterone acetate (provera), metronidazole from (B)(6) 2014 to (B)(6) 2017 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 4 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia painful sexual intercourse") and was found to have weight decreased ("weight loss"). On an unknown date, the patient was found to have uterine leiomyoma ("symptomatic fibroids"). The patient was treated with analgesics and surgery (hysterectomy with bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bacterial vaginosis and vaginal infection had resolved and the dysmenorrhoea, uterine leiomyoma, depression, anxiety, weight decreased and dyspareunia outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Patient received treatment for: psych injury, vag. Discharge, bladder infection, bladder problems, urinary problems, bleeding, pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram on (B)(6) 2010: results: confirmed that essure was successfully occluded. Hysterosalpingogram on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test urine on (B)(6) 2017: results: negative. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events added: event outcome for pelvic pain, bleeding and bladder/urinary problem updated and rcc comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and uterine leiomyoma ("symptomatic fibroids"). The patient was treated with surgery (on (B)(6) 2017, she underwent total hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed that essure was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain/ pain") in a 36-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and tonsillectomy. Concurrent conditions included alcohol use, dyspareunia, weight loss, breast pain, sexually transmitted disease, tobacco abuse, fibroids and smoker. Family history included hypertension (father, sibling). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years 4 months after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and uterine leiomyoma ("symptomatic fibroids"). The patient was treated with analgesics and surgery (hysterectomy with bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, uterine leiomyoma, vaginal haemorrhage and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: confirmed that essure was successfully occluded. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: information from pfs and mr. New reporters added. Case medically confirmed. Patients demographics added. Historical and concomitant conditions and drugs added. Essure lot number 678816 was provided. New events added: abnormal bleeding (vaginal, menorrhagia) and bacterial vaginosis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.